Manufacturer narrative:
The complaint was escalated for technical investigation. A philips national support specialist (nss) performed an investigation and determined that the issue was caused because the clinical alarm settings were set to remind. Alarms are being sent, however the setup only has 3 beeps instead of the audible alarm. The reported problem was not confirmed. A philips clinical specialist worked with the customer to define and configure the alarming parameters to resolve the issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer is unable to hear red alarms at the central but could see the red alarms. The device was in use on a patient at the time of the event. There as no adverse event reported. A philips remote service engineer (rse) worked with the customer biomed to ensure that the speaker was connected and the volume at the top right of the philips screen was adjusted to verify the speaker worked. The case was escalated to a clinical specialist to evaluate the alarm reminder settings. No fault was found with the philips device.